Event description:
It was reported that the incorrect content was found in a package. There was a drilled screw in the packaging. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). The DHR was reviewed and no issues that would have resulted in this complaint were found. The investigation carried out confirmed that the content did not match the label. This is a packaging error which was not detected during the final quality control.